Manufacturer narrative:
Follow-up #1 date of submission 05/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history and black box show the pump was used for three days and several reboots occurred after an appropriate battery voltage reading. There was no evidence of short battery life observed. There were no ¿replace battery¿ alarms observed in the alarm history. Visual inspection found no damage to the battery compartment or battery cap. The battery cap was able to fit securely but is not able to hold electrical connection once tightened all the way. A test cap was used, and power loss occurred once the test cap was tightened as well. Current draws were found to be within specifications. The pump cover was removed and the pcb was found to be cracked near the negative battery terminal, resulting in intermittent power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Serial #: the serial number was reported on the initial MDR as (B)(4). The correct serial number for this complaint is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating the pump loses power at least once a day. The patient reportedly started on the pump on (B)(6) 2013. The patient reportedly replaced the battery several times in the last 3 days. The patient denied damage to the battery compartment or that the pump was exposed to moisture. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.